Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been hospitalized for diabetic ketoacidosis. Customer was disconnected from the pump. Contact reported the pump was alarming; type of alarm was not reported. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.